Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft was implanted in zone 3 for the emergent endovascular treatment of a 6.5 cm diameter thoracic aortic rupture. Pre-implant proximal aortic neck measured 34 mm in diameter and 25 mm in length. Pre-implant distal aortic neck measured 34 mm in diameter and 40 mm in length. It was reported that on a follow up CT scan an unknown endoleak was observed on the anterolateral side. No intervention was done. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact cause and type of endoleak could not be determined from the images provided. Pre-implant films and earlier post-implant images were not available for review and comparison. It is possible that this was a reoccurrence of the proximal type I, or a possible type iii fabric endoleak. The cause of the previously reported proximal endoleak occurring several months post-implant also could not be determined. Images during this event were not available for return. It is possible that implanting too distal may have contributed.